Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failed and was unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer identified that no entries were listed in the recovery of storage space. Tower doors were manually failed and recovered by the customer on fse's assistance. The system was rebooted and confirmed that the station was operational. The customer was able to inventory each tower door. Functionality was tested and confirmed successfully. The system functioned as intended after the field service engineer repaired the device.